Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 14 previously reported events are included in this follow-up record. Product return status 12 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 2 reported events were confirmed. 10 reported events were not confirmed. Evaluation results 4 devices were found to be affected by internal corrosion. 6 devices were found to be affected by lubrication problem. 2 devices had no problem found.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 14 previously reported events are included in this follow-up record. Product return status 12 devices were received. 2 devices were not available for evaluation. Event confirmation status 2 reported events were confirmed. 10 reported events were not confirmed. Evaluation results 4 devices were found to be affected by internal corrosion. 6 devices were found to be affected by compromised lubrication. 2 devices had no problem found.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 14 events were reported for this quarter. Product return status: 7 devices were received. 7 device investigation type has not yet been determined. Event confirmation status: 4 reported events were not confirmed. 3 evaluations are still in progress. Evaluation results: 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by a lubrication problem. 1 devices had no device problem found. Additional information: 14 devices were not labeled for single-use. 14 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 14 previously reported events are included in this follow-up record. Product return status 12 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Event confirmation status 2 reported events were confirmed. 10 reported events were not confirmed. Evaluation results 4 devices were found to be affected by internal corrosion. 6 devices were found to be affected by compromised lubrication. 2 devices had no problem found.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.